Manufacturer narrative:
The tech found the brake hex rods have come out of place due to a broken set screw. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2009-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The tech replaced the hex rods to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).